Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported tooth #8 not meeting with other tooth, they are not aligning together. It is found that patient has tipping on #8 and is recommended to start a 14 day resting period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.